Manufacturer narrative:
This report is submitted on august 26, 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 09, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. This report is submitted on october 12, 2022.